Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that when harvesting radical arteries, the lt100 clips are tearing the vessels. A different clip applier was tried and the clips still were tearing the arteries. Both surgeons involved said it was not the lx clip applier.